Event description:
It was reported to philips that the wedge filter intermittently rotated continuously on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the imaging module kit, table clamp, and belly bar, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).